Event description:
Hamilton medical ag received the following incident description: biomed says the ventilator is showing tf5507 during testing, mixer valves will not calibrate.

Manufacturer narrative:
Tf 5507 indicates leaking / defective mixer valves. A set of mixer valve has been sent for the replacement.

Manufacturer narrative:
Tf 5507 indicates leaking / defective mixer valves. A set of mixer valve has been sent for the replacement. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields. Additional information added in follow-up #2 (B)(4). Field updated. The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be leaking / defective mixer valves (no longer closing within the product specifications). After replacing the mixer valves, the device was found to be functional. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the leaking / defective mixer valves (no longer closing within the product specifications) could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following incident description: biomed says the ventilator is showing tf5507 during testing, mixer valves will not calibrate.

Manufacturer narrative:
(B)(4) indicates leaking / defective mixer valves. A set of mixer valve has been sent for the replacement. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: biomed says the ventilator is showing tf5507 during testing, mixer valves will not calibrate.